Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level as it did not exceed the specified threshold. The customer experienced recurring cartridge alarms and had been encountering this issue since february 20th. Despite assistance from technical support to load a new cartridge using the correct procedure, the alarm persisted, indicating unresolved cartridge issues. Consequently, technical support decided to replace the pump to address the ongoing problem.